Event description:
The customer reported that during an abdominoplasty, the device was used for 15 minutes and the knife became stuck. There was no patient injury. The device was returned with the knife blade exposed. Additional questions regarding the incident have been asked to the customer.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.